Manufacturer narrative:
During the on site investigation, the service tech found the system operating within specifications. A review of the topographies provided indicate unstable biomechanics of the cornea prior to the treatment. The root cause could not be determined, as the system was found to be operating within specification. (B)(4).

Event description:
A surgeon reports a central island following a myopic treatment. Patient outcome is unknown and no additional information was provided.